Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported by the affiliate the staples would not deliver and when delivered were malformed. There was no concequence to the pt.

Manufacturer narrative:
Tracking# 49496.